Manufacturer narrative:
PMA/510(k)#: p100022/s014. One (1) x zisv6-35-125-6.0-120-ptx device of lot number c1151782 was returned to cook (B)(4) for evaluation. The device was returned in the original packaging and was open on receipt. Note the device was not returned in the original product tray. On evaluation of the returned device, it was confirmed that the stability sheath was cut 4cm distal to the strain relief. According to additional information received for this file, ¿..the sheath was damaged when the device was being retrieved out of the body after the surgical operation, meaning it did not get damaged when delivering the stent¿. The entire device was visually examined for damage. Severe damage was noted 18cm-29cm from the distal end of the stent retraction sheath. This damage may have occurred as the user attempted to remove the device from the patient, as the complaint description states: ¿..but the retraction sheath would not be pulled back. Since the stent was deployed only partially/did not expand fully and thus did not even touch the vessel wall, the physician decided to pull back the delivery system on that condition and attempted to let the stent in the guiding sheath together with the delivery system. However, the attempt resulted in failure because the stent got stuck on the sheath tip and was impossible to let in the sheath¿. Visual examination of the returned device revealed that the white tip was positioned inside the stent retraction sheath and the stent was returned separate to the delivery system. A surgical operation was required to remove the stent, however the delivery system was removed in the normal way. It is possible that during removal of the delivery system, the white tip became lodged inside the stent retraction sheath ¿..the delivery system itself was retrieved by normal procedure (from the left side)..¿. On visual examination of the deployed stent, it was noted that some of the stent struts were distorted. However stent fracture was not confirmed. According to the complaint description, the user surgically removed the stent from the patient ¿surgical operation was performed against this incomplete stent deployment issue. A few mm incision was made horizontally at the point where stent was expanding partially, and only the stent was retrieved out of the body from the incised part..¿ using a calibrated ruler, the delivery system length measured 125cm, and was confirmed to be within specification. The handle was opened and inner components were visually examined. It has been confirmed that all components were assembled correctly, however it was noted that the retraction wire was separated from the stent retraction sheath. The root cause of this event cannot be conclusively determined. Upon examination of the returned device, there is no evidence to suggest that the device was manufactured incorrectly. The customer complaint can be confirmed as the deployment difficulties the physician experienced led to the retraction wire separating from the stent retraction sheath during the stenting procedure. The following additional information was received for this complaint file: it is known that severe tortuosity was noted in the aortic bifurcation. No calcifications were observed under fluoroscope. Imaging will not be provided for this file. The device was flushed prior to use as per the IFU. Two wire guides were used during this procedure: a jupiter fc 0.014inch 235cm tip load 1g / bsj and a radifocus 0.035inch wire guide / manufacturer :terumo were used during this procedure. Pre-dilation was not conducted prior to the first advancement of the delivery system. The lesion was not dilated until poba with cutting balloon was performed against the stenosis just above the lesion. When poba was performed against the stenosis, the lesion was dilated simultaneously. After poba, the wire guide was changed to radifocus and second attempt to deliver the complaint system was conducted. According to the complaint description ¿..the zilver ptx delivery system was retrieved out of the body and was left soaking in saline until the poba was finished..¿ per additional information received for this file it was confirmed that the device was not soaked in saline while ballooning. However, so as to prevent the system from blood clots, the device was flushed with saline several times. The rutherford classification for the patient is 5. The user was unable to deploy the stent as the thumbwheel broke and was turning without having any impact on the device. It was confirmed that the user attempted to withdraw the device (with the partially deployed stent) wire guide and guiding sheath together, however partially deployed stent got stuck on the sheath. Therefore the stent was surgically removed from the patient. During removal of the device from the patient the stent was damaged. No remaining parts of stent remained in the patient post removal. A new zisv6-35-125-6.0-120-ptx was placed in the dissected area and target lesion. The stent was deployed without any problems. There were no issues removed or eliminated in the surgical procedure which made the second deployment easier. The physician stated ¿the second stent was deployed/expanded firmly/smoothly compared to the first one¿. The sheath was damaged when the device was being retrieved out of the body after the surgical operation, it was not damaged when delivering the stent. According to the complaint information provided, the target location for the stenting procedure was the area between proximal and middle part of the right sfa. The aortic bifurcation was significantly steep and there was a tortuosity in the left iliac artery. Although a stenosis was observed in the region directly above the target lesion, the physician determined it would not affect the procedure. Pre-dilation was not conducted prior to the first advancement of the delivery system. The user flushed the complaint device and advanced the complaint device over a 0.014 inch wire guide. Note, the instructions for use states: ¿to ensure adequate support of the system, introduce a 0.89mm (0.035 inch) wire guide..¿ however, as the delivery system would not pass through the stenosis, the delivery system was removed and a poba with cutting balloon was performed. Post the poba procedure, the user flushed the complaint device several times with saline and re-advanced the complaint device over the 0.035inch wire guide. The user began deployment by rotating the thumbwheel, however resistance was encountered and the thumbwheel broke. At this point the stent had partially deployed by a few mm. The user then attempted to remove the delivery system however the partially deployed stent got stuck in the access sheath tip. Therefore it was impossible to remove the delivery system/stent. The user then surgically removed the stent from the patient. The delivery system was removed from the patient per normal procedure. A possible cause of the retraction wire separating from the stent retraction sheath could be attributed to high deployment forces. However, as the conditions of use cannot be replicated in the laboratory setting a definitive root cause of this event cannot be determined. According to the complaint description, ¿the aortic bifurcation was significantly steep and there was a tortuosity in the left iliac artery¿. However, as the conditions of use cannot be replicated in the laboratory setting a definitive root cause of this event cannot be determined. According to the instructions for use: ¿pre-dilation before stent placement is optional and at the discretion of the physician.¿ ¿if resistance is met during advancement of the delivery system, do not force passage. Remove the delivery system and replace with a new device¿. "If high resistance is felt on the thumbwheel prior to stent deployment, do not force deployment. Carefully withdraw the stent system without deploying the stent". ¿ if resistance is still encountered during removal of the delivery system and wire guide as a unit, remove the wire guide, delivery system and introducer sheath together as a unit¿. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. There is no evidence to suggest that this issue effects the entire lot # c1151782; upon review of complaints this failure mode has not occurred previously with this lot # c1151782 according to the complaint information provided, a new zisv6-35-125-6.0-120-ptx was placed successfully to complete the procedure. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
This follow up report is being submitted due to the receipt of additional information as follows: it is known that severe tortuosity was noted in the aortic bifurcation. No calcifications were observed under fluoroscope. Imaging will not be provided for this file. The device was flushed prior to use as per the IFU. Two wire guides were used during this procedure: a jupiter fc 0.014inch 235cm tip load 1g / bsj and a radifocus 0.035inch wire guide / manufacturer :terumo. Pre-dilation was not conducted prior to the first advancement of the delivery system. The lesion was not dilated until poba with cutting balloon was performed against the stenosis just above the lesion. When poba was performed against the stenosis, the lesion was dilated simultaneously. After poba, the wire guide was changed to radifocus and second attempt to deliver the complaint system was conducted. According to the complaint description &#64430;the zilver ptx delivery system was retrieved out of the body and was left soaking in saline until the poba was finished..&#63504;ER additional information received for this file it was confirmed that the device was not soaked in saline while ballooning. However, so as to prevent the system from blood clots, the device was flushed with saline several times. The rutherford classification for the patient is 5. The user was unable to deploy the stent as the thumbwheel broke and was turning without having any impact on the device. It was confirmed that the user attempted to withdraw the device (with the partially deployed stent) wire guide and guiding sheath together, however partially deployed stent got stuck on the sheath. Therefore the stent was surgically removed from the patient. During removal of the device from the patient the stent was damaged. No remaining parts of stent remained in the patient post removal. A new zisv6-35-125-6.0-120-ptx was placed in the dissected area and target lesion. The stent was deployed without any problems. There were no issues removed or eliminated in the surgical procedure which made the second deployment easier. The physician stated &#62728;e second stent was deployed/expanded firmly/smoothly compared to the first one&#64416;the sheath was damaged when the device was being retrieved out of the body after the surgical operation, it was not damaged when delivering the stent.

Manufacturer narrative:
(B)(4). A 1 x zisv6-35-125-6.0-120-ptx device of lot number c1151782 was returned to cook (B)(4) for evaluation. The device was returned in the original packaging and was open on receipt. Note the device was not returned in the original product tray. On evaluation of the returned device, it was confirmed that the stability sheath was cut 4cm distal to the strain relief. It is unknown at this point how this damage occurred. Additional information has been requested to support the investigation, however to date no further information has been provided. The entire device was visually examined for damage. Severe damage was noted 18cm-29cm from the distal end of the stent retraction sheath this damage may have occurred as the user attempted to remove the device from the patient, as the complaint description states ¿..but the retraction sheath would not be pulled back. Since the stent was deployed only partially/did not expand fully and thus did not even touch the vessel wall, the physician decided to pull back the delivery system on that condition and attempted to let the stent in the guiding sheath together with the delivery system. However, the attempt resulted in failure because the stent got stuck on the sheath tip and was impossible to let in the sheath¿. Visual examination of the returned device revealed that the white tip was positioned inside the stent retraction sheath and the stent was returned separate to the delivery system. A surgical operation was required to remove the stent, however the delivery system was removed in the normal way. It is possible that during removal of the delivery system, the white tip became lodged inside the stent retraction sheath ¿..the delivery system itself was retrieved by normal procedure (from the left side)..¿. On visual examination of the deployed stent, it was noted that some of the stent struts were distorted. However stent fracture was not confirmed. According to the complaint description, the user surgically removed the stent from the patient ¿surgical operation was performed against this incomplete stent deployment issue. A few mm incision was made horizontally at the point where stent was expanding partially, and only the stent was retrieved out of the body from the incised part..¿ using a syringe with water, r&d engineering attempted to flush the device through the hub, however this was not possible indicating the presence of congealed blood in the system. Using a calibrated ruler, the delivery system length measured 125cm, and was confirmed to be within specification. The handle was opened and inner components were visually examined. It has been confirmed that all components were assembled correctly, however it was noted that the retraction wire was separated from the stent retraction sheath. The root cause of this event cannot be conclusively determined. Upon examination of the returned device, there is no evidence to suggest that the device was manufactured incorrectly. Additional information was received for this complaint file: it is known that the thumbwheel broke and just was turning without having any impact on the device. A radifocus 0.035inch / manufacturer :(B)(4) wire guide was used during this procedure. The customer complaint can be confirmed as the deployment difficulties the physician experienced led to the retraction wire separating from the stent retraction sheath during the stenting procedure. According to the complaint description, the target location for the stenting procedure was the area between proximal and middle part of the right sfa. The aortic bifurcation was significantly steep and there was a tortuosity in the left iliac artery. Although a stenosis was observed in the region directly above the target lesion, the physician determined it would not affect the procedure. The user flushed the complaint device and advanced the complaint device over a 0.035 inch wire guide. However, resistance was encountered and the complaint device would not pass through the stenosis. The user then removed the complaint device from the patient and placed the complaint device in saline for the duration of the poba procedure (1 hour approximately). Post the poba procedure, the user flushed the complaint device and re-advanced the complaint device over the wire guide. The user began deployment by rotating the thumbwheel, however resistance was encountered and the thumbwheel broke. At this point the stent had partially deployed by a few mm. The user then attempted to remove the delivery system however the partially deployed stent got stuck in the access sheath tip. Therefore it was impossible to remove the delivery system/stent. The user then surgically remove the stent from the patient. The delivery system was removed from the patient per normal procedure. A possible cause of the retraction wire being pulled out of the stent retraction sheath could be attributed to high deployment forces. According to the complaint description, the user removed the complaint device from the patient`s body in order to complete a poba. During this time, the complaint device was stored in saline for approximately 1 hour before the user re-advanced the complaint device. High deployment forces may have occurred due to congealed blood in the system. It can be noted that during the lab evaluation for the device associated with the complaint file, r&d engineering were unable to flush the device indicating presence of congealed blood in the system. However, as the conditions of use cannot be replicated in the laboratory setting a definitive root cause of this event cannot be determined. Also according to the complaint description, ¿the aortic bifurcation was significantly steep and there was a tortuosity in the left iliac artery¿. According to the instructions for use: ¿if resistance is met during advancement of the delivery system, do not force passage. Remove the delivery system and replace with a new device¿. "If high resistance is felt on the thumbwheel prior to stent deployment, do not force deployment. Carefully withdraw the stent system without deploying the stent". ¿ if resistance is still encountered during removal of the delivery system and wire guide as a unit, remove the wire guide, delivery system and introducer sheath together as a unit¿. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. According to the complaint information provided, a new zisv6-35-125-6.0-120-ptx was placed successfully to complete the procedure. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
The delivery system of the complaint zilver ptx stent was advanced into the target lesion in sfa through an another manufacturer's guiding sheath(destination 6fr. 45cm/ terumo) by contralateral approach. The physician rotated the thumbwheel of the device so as to deploy the stent, but only a few mm of the distal part of the stent was deployed. Since the stent was deployed only partially/did not expand fully and thus, did not even touch the vessel wall yet, the physician determined to pull back the delivery system on that condition and attempted to let the stent in the guiding sheath together with the delivery system. However, the attempt resulted in failure because the stent got stuck on the sheath tip and was impossible to let in the sheath. The patient was transferred to the operation room and a surgical operation was performed against this issue. Incision was made and the stent was retrieved out of the body at the same time with the delivery system. During this operation dissection of the vessel wall was found(where it was found:unknown) and a new zisv6-35-125-6.0-120-ptx was placed in the dissected area. This time, the stent could be deployed without any problems. [6 june 2016 detailed information was provided]. Stenting of the area between proximal and middle part of the right sfa was performed by contralateral approach. The aortic bifurcation was significantly steep and there was a tortuosity in the left iliac artery. Although a stenosis was observed in the region directly above the target lesion, the physician determined it would not affect the procedure and started the advancement of ptx delivery system after flushing. However, it would not run through the stenosis. Thus, the physician determined to perform poba of the stenosis with a cutting balloon. The delivery system of the ptx was once retrieved out of the body and was left soaked in the saline until the poba was finished. It took approximately 1 hour to completed the poba of the stenosis and the target lesion. After the poba, the ptx delivery system soaked in the saline approximately 1 hour was re-flushed and re-advanced into the lesion through an another manufacturer's guiding sheath(destination 6fr. 45cm/ (B)(4)). Then, the physician rotated the thumbwheel of the device so as to deploy the stent, but only a few mm of the distal part of the stent was deployed. It was confirmed on the screen of the fluoroscope that the thumbwheel itself could be rotated, but the retraction sheath would not be pulled back. Since the stent was deployed only partially/did not expand fully and thus, did not even touch the vessel wall yet, after flushing of the system was done once again, the physician pulled back the delivery system on that condition, and attempted to let the stent in the guiding sheath together with the delivery system. However, the attempt resulted in failure because the stent got stuck on the sheath tip and was impossible to let in the sheath. The patient was transferred to the operation room and angiography was performed, which confirmed dissection of the artery(where dissection was found is unknown, but in the "target lesion" or "stenosed part"). When the dissection occurred is unknown, but is thought that when poba was being performed. A surgical operation was performed against this incomplete stent deployment issue. A few mm incision was made horizontally at the point where stent was expanding partially, and only the stent was retrieved out of the body from the incised part. The delivery system itself was retrieved by normal procedure(from the left side). Since dissection of the vessel wall was found as above, the procedure was continued after suturing of the wound of incision, and a new zisv6-35-125-6.0-120-ptx was placed in the dissected area and target lesion. This time, the stent could be deployed without any problems.